Event description:
Steris system one reprocessing machine had just been loaded with a endoscope, lid shut and cycle started. Shortly after starting the cycle the steris lid forcefully blew upwards. The staff member was able to move quickly out of the way as the incident occurred. The lid remained inflated. No sterilant was expelled. This machine had just been repaired from a similar incident and after 3 cycles the lid blew again. No harm to employee.